Event description:
It was reported that during attempted implant of the lead, there was resistance when trying to push the lead through the introducer. When pulling the lead back, the helix mechanism was already extended/disengaged. The lead was not used and it was replaced with another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood in/on the helix mechanism. Visual analysis noted no helix or introducer issues.